Event description:
It was reported that decreased r-wave amplitude and high capture threshold was observed. Programming changes were made. Lead to be revised. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.